Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/26/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify if the suture broke into separate pieces at the needle insertion site or if the entire suture separated from the needle what was used to complete the procedure? Were there any patient consequences?

Event description:
It was reported by the health authority that the patient underwent a skin closure procedure on (B)(6) 2020 and suture was used. The suture broke at the needle insertion site during skin suture. No adverse patient consequences were reported. No additional information was provided.